Manufacturer narrative:
(B)(4). Final analysis confirmed the complaint. The device could not be interrogated due to a fractured wire between the negative battery terminal and the hybrid. The wire was fractured due to fatigue.

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator could not be interrogated. The patient was asymptomatic. The device was explanted and replaced. The patient's condition was stable.